Manufacturer narrative:
The reported issue was confirmed and able to be reproduced during the investigation. The root cause of the fault alarms was determined to be the driver starting up without a load. Since the companion 2 driver's drivelines are not connected to a patient at driver start up, there is no load on the system. This can cause additional stress on the compressor sometimes causing a single compressor malfunction alarm. Investigation testing determined there was no evidence of a device malfunction. Syncardia has a corrective and preventive action (CAPA) to address this issue. Syncardia has completed its investigation and is closing this file. (B)(4). Follow-up report 1.

Manufacturer narrative:
The companion 2 driver will be evaluated by syncardia. The results will be provided in a follow-up MDR. (B)(4) initial.

Event description:
While performing a routine evaluation, a syncardia technician reported that the companion 2 driver exhibited a single compressor malfunction alarm.